Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) quality of the ECG and the pressure waveform are of insufficient quality and cannot adequately trigger the iabp. Therefore the pump stopped in between. No calibration of the fiber optics possible after balloon placement and therefore no arterial pressure measurement. Switching to another machine did not fix the problem. The patient was transferred to the intensive care unit and died the next day due to poor health. Reference related cs300 mfg report number 2249723-2023-01050 and iab mfg report number 2248146-2023-00092 .

Manufacturer narrative:
It was also stated during a discussion with the customer that the catheter and the iabp worked. And, the catheter was able to perform the pressure calibration. It was also informed by a getinge field service engineer (fse) that the a repair for the unit was not requested. Therefore, a service call was not carried out.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) quality of the ECG and the pressure waveform are of insufficient quality and cannot adequately trigger the iabp. Therefore the pump stopped in between. No calibration of the fiber optics possible after balloon placement and therefore no arterial pressure measurement. Switching to another machine did not fix the problem. The patient was transferred to the intensive care unit and died the next day due to poor health. Related complaint : (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.